Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd sharps coll 9gal red there was a missing part of the lid. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a lid issue. According to the customer¿s information, there was a lid in which the sliding part was missing.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received. According to the DHR review process; the result showed there were no issues reported like missing slider during the manufacturing process of the part number reported under this customer complaint. A review of the ncmr¿s was performed; the result showed there are only one issue reported for missing slider for the same part number throughout the last twelve months. Based on this investigation it was determined that this failure mode could not be determined.

Event description:
It was reported while using bd sharps coll 9gal red there was a missing part of the lid. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about a lid issue. According to the customer¿s information, there was a lid in which the sliding part was missing.